Manufacturer narrative:
The device location was not provided, and it is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient was in a clinical trial on (B)(4) 2004 for the starclose device. After a heart catherization procedure, starclose was used to close the access site. Two days later, on (B)(6) 2004, the patient felt pain in the buttocks and cramping in the groin area. Something didn't feel right. On (B)(6) 2004, an ultrasound revealed no blood flow from the femoral artery. Computerized tomography performed the same day revealed a blood clot and was treated with medicine. On (B)(6) 2004, surgery was performed to repair the artery. Surgery revealed starclose clip had malfunctioned as it clipped the artery together and dissected the artery. A stent and graft were used to attempt to repair the vessel several times. At one point, an artery from the intestine was used for both popliteal arteries. To date, the patient has had 46 surgeries, allegedly as a result of complications from the starclose device and has developed a blood disorder due to the surgeries. No additional information was received.

Event description:
Subsequent to the initially filed report, the following information was received: the access site was the right common femoral artery. Patient participated in a 2004 clip study.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulty and patient effects; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.